Manufacturer narrative:
The device was returned and evaluated by the supplier. A review of manufacturing records was performed and found that the devicd conformed to specification when released to stock. The supplier's evaluation found that the transmitter was cracked and the polycarbonate rod didn't return. The transmitter cover, transmitter switch and dome plug were replaced. The supplier determined that the reported issue was the result of improper handling of the device. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the valve didn't program correctly. A backup programmer was used to complete the procedure. It was reported that there was a delay of greater than 30 minutes in the procedure. However, there was no reported adverse outcome to the patient.